Manufacturer narrative:
Additional information is not available for the event as yet. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, the device yielded a b30 scope communication error. This is attributed to the faulty video connector. The device passed all other functional tests. The device has an up to date main switch.

Event description:
As reported for this event, the device yielded a b30 scope communication error with the scope. There is no harm or adverse impact reported to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Root cause could not be conclusively determined. The following can be the possible causes the error b30 was observed: looseness of the lock function of the scope connector caused by poor user handling. Use of the scope connector with foreign matter such as dust or remaining chemical liquid adhering to the electrical contact, depending on the scope connection status, resulting in a poor electrical contact condition and failure of communication with the scope. The instructions for use includes the following statements: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Push the video connector of the video scope into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark faces upwards. When an endoscope, video converter, or camera head is used, disconnect the video connector of the video scope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down.